Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively deter

Event description:
It was reported that when patient presented in clinic for a follow up visit, undersensing r-waves was observed on the device. Upon interrogation of the device, there was baseline noise and no visible qrs complex. Pressure was applied to the patient¿s device and could see the qrs complex due to more consistent tissue contact. Several episodes of loss of contact at baseline was observed programming changes were made to the device to help reduce the undersensing when the qrs complexes were visible. It was observed that the device was implanted on top of breast tissue which could be causing the device to undersense. Device is being monitored. Patient was stable.